Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to oversensing of lead noise. Additionally, decreased pacing lead impedance and decreased sensing were noted. The patient was dnr due to terminal cancer. The family elected to not continue with a replacement procedure. The device was at end of life and not longer active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).